Event description:
It was reported that the patient had been complaining of intermittent pain for a couple of weeks and getting "dizzy" at times over the last "couple of months". It was determined that the right ventricular (rv) lead was experiencing intermittent capture at max outputs and causing diaphragmatic stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received. Analysis of the device memory indicated no pacing capture in the rv (right ventricle).